Event description:
It was reported that the pump alarmed "no disposable, pump will not run" error while the reported cassette was attached to the pump. Patient reported chest tightness during interruption of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Model # and if ind/preanda, give protocol # are unknown, no product information has been provided to date. D5 is the patient/consumer. E4 is unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H4: device manufacture date could not be completed due to lack of information regarding lot number. H10:the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation.